Manufacturer narrative:
Additional information was added to d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem 'buttons are not working' was confirmed as intermittent funtion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective front panel. The front panel requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the buttons of a novum iq large volume pump was not working. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.